Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a cyclosporine (205 mg / 250 ml) infusion with a programmed rate of 10.4 ml/hr infused faster than expected. The 250 ml bag was expected to infuse over 24 hours for a patient on the leukemia and bone marrow transplant unit. The nurse noted that the drip rate was much faster than programmed rate of 10.4 ml/hr. The module was paused but the fluid continued to drip. Engaging the roller clamp stopped the flow. The set was then moved to a new channel. The drip rate still appeared to be faster than the programmed rate. The module was paused but the fluid continued to drip. Engaging the roller clamp stopped the flow on this module. The patient was required to receive the entire dose of medication. The physician was notified and decided to continue the infusion at a lower rate with the event devices and set. Once the infusion completed, the pump was then sent to biomed without opening the channel door. No patient harm was reported.

Event description:
It was reported that a cyclosporine (205 mg / 250 ml) infusion with a programmed rate of 10.4 ml/hr infused faster than expected on two different channels. The 250 ml bag was expected to infuse over 24 hours for a patient on the leukemia and bone marrow transplant unit. The nurse noted that the drip rate was much faster than the programmed rate of 10.4 ml/hr. The module was paused but the fluid continued to drip; the flow was stopped by engaging the roller clamp. The set was then moved to a new channel, and the drip rate again appeared to be faster than the programmed rate. The module was paused but the fluid continued to drip, and was again stopped by engaging the roller clamp. The physician was notified and the infusion continued at a lower rate with the same event devices and set. To complete the infusion. The pump and disposable set was then sent to biomed intact without opening the channel door. No patient harm was reported.

Manufacturer narrative:
Correction: disregard file: the device is no longer a suspect but a concomitant product. An initial MDR with manufacture report number 9616066-2019-00953 has been created for the new suspect.